Manufacturer narrative:
The reported complaint was confirmed as the user was using a rounded reservoir that did not allow the mounting pads to fully adhere. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The level module operated as intended throughout testing. The unit operated to manufacturers specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was not able to duplicate the reported complaint. The fsr spoke with the perfusionist and stated the issue could be due to the rounded reservoir and the level sensor not making good contact. The perfusionist stated he would try to clean the reservoir and let the level sensor adhesive set for five minutes prior to use. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during use of device for a cardiopulmonary bypass (cpb) procedure, the level sensor did not function properly and was alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the team regarding the incident they had with the yellow level sensor on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. The team set up their medtronic affinity rounded reservoir without issue. The system was giving an alarm and per the perfusionist, all pads were placed on the reservoir and the sensors were engaged on the pads and active on the system. The perfusionist stated that they have had some issues in the past due to the rounded reservoir and trying to attach the sensors. He was not sure how long the pads cured to the reservoir before trying to attach the sensors. The team used the system without the level detection system for the remainder of the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the issue.

Manufacturer narrative:
Per the field service representative (fsr) replaced the level module. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.